Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an atrial lead warning. It was also reported that the right atrial (ra) lead had decreasing and low impedance. The ra lead is being monitored and remains in use. No patient complications have been reported as a result of this event.